Event description:
Patient reported that she woke up in the morning and her blood glucose was (400mg/dl). The patient notified that her infusion set tubing was split near the luer lock and insulin was coming out of where the tubing split.the patient also stated that she was "apilling ketones" because her blood glucose was high.